Event description:
Caller reported a recurring cgm error on their pump, identified as error 42, which had occurred three or more times. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump; the customer will receive a new pump with updated software and instructions were provided for transitioning to the new device. The customer will use an alternative therapy, mdi, until the new pump arrives. Caller was given instructions for returning the problematic pump to tandem.